Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h12i06079, h12j01053 and h12l07031 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents for potentially associated lot number h13a08048 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. The occurrence date of this event is unknown; however, it is known that the patient was hospitalized for the peritonitis event in (B)(6) 2013. Dianeal pd4 ambuflex, homechoice, automated pd casette,12 foot extension set with easylock connector, minicap, and flexicap.

Event description:
This is report 2 of 5 involved in this peritonitis event.this is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The patient experienced peritonitis and was hospitalized for the event. The patient had not recovered from this peritonitis event. Additional information was requested and is not available.